Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("MRI showed that right insert extruded to within the pelvic cul-de-sac so it was some type of perforation") in an adult female patient who received essure for female sterilisation. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (device was removed surgically on (B)(6) 2017). Essure was withdrawn. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. Diagnostic results: on (B)(6) 2017 nuclear magnetic resonance imaging (MRI) showed that the right insert extruded to within the pelvic cul-de-sac so it was some type of perforation. Company causality comment: this medically-confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the MRI showed that right insert extruded to within the pelvic cul-de-sac so it was some type of perforation. Uterine perforation is anticipated in the reference safety information for essure. In this case, the patient had essure inserted in 2011, five years after insertion, an MRI identified the perforation; the image was performed due to pain complaints. Essure was removed surgically. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine or fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the uterine perforation was diagnosed more than 5 years after insertion; however, it is not possible to determine the exact time point of perforation, she had pain for more than one year. Given the nature of this event, it was assessed as related to essure use. This case was regarded as incident since a device removal was required. Further information and a product technical analysis are awaited.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of uterine perforation ("MRI showed that right insert extruded to within the pelvic cul-de-sac so it was some type of perforation") in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (device was removed surgically on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. Diagnostic results: on (B)(6) 2017 nuclear magnetic resonance imaging (MRI) showed that the right insert extruded to within the pelvic cul-de-sac so it was some type of perforation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this medically-confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the MRI showed that right insert extruded to within the pelvic cul-de-sac so it was some type of perforation. Uterine perforation is anticipated in the reference safety information for essure. In this case, the patient had essure inserted in 2011, five years after insertion, an MRI identified the perforation; the image was performed due to pain complaints. Essure was removed surgically. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine or fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the uterine perforation was diagnosed more than 5 years after insertion; however, it is not possible to determine the exact time point of perforation, she had pain for more than one year. Given the nature of this event, it was assessed as related to essure use. This case was regarded as incident since a device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is awaited.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of uterine perforation ("right insert extruded to within the pelvic cul-de-sac so it was some type of perforation/unilateral left perforation") in a (B)(6) female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included cervical conization, myomectomy, nerve block (during essure insertion procedure) in 2011 and nulli gravida. Previously administered products included for perioperative analgesia: valium in 2011, motrin in 2011 and lortab in 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 5 years 3 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic essure removal, both tubes removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: the insertion was easy, the visualization of tubal os was easy , fluid loss during hysteroscopy was less than 1500cc, the procedure did not take more than 20 minutes. The patient had no complains immediately after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. On (B)(6) 2017 CT scan (according to perforation questionnaire) showed that the right insert extruded to within the pelvic cul-de-sac so it was some type of perforation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure uterine/tubal perforation with essure questionnaire received: patient's height and weight details added, historical conditions and drugs were added. According to the questionnaire, perforation was diagnosed by CT scan. Previously reported event "MRI showed that right insert extruded to within the pelvic cul-de-sac so it was some type of perforation" was updated to :"right insert extruded to within the pelvic cul-de-sac so it was some type of perforation / unilateral left perforation" and event "essure confirmation test not done" was added. Essure removal date was updated from (B)(6) 2017 to (B)(6) 2017. Event outcome of the event uterine perforation was updated from unknown to recovered/resolved. Essure insertion procedure details were provided and removal method was specified: laparoscopic removal/both tubes removed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.